Event description:
It was reported that "a 17yr old male woke up quite startled with an lma insitu. As he woke up he bit down on the lma that was half expelled out of his airway and began to 'crocodile' role. The nursing staff did a great job managing the patient, during this process the patient pulled at the pilot balloon of the lma, ripping it off and the lma cuff has separated from the tubing. The nurses ensured that all parts of the lma were removed and therefore no risk to the patient". No patient harm, desaturation or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer provided photo of the complaint sample identified that the product backplate was broken in an unusual condition and the broken piece was still intact with the airway tube. The complaint description confirmed that the backplate was broken during removal as the patient was waking up and bite the product while it was still in the patient larynx. A device history record review was performed, and no relevant findings related to manufacturing were identified. Based on the complaint description and the photo provided, the root cause was considered as unintentional user error related. No further actions were required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a 17yr old male woke up quite startled with an lma insitu. As he woke up he bit down on the lma that was half expelled out of his airway and began to 'crocodile' role. The nursing staff did a great job managing the patient, during this process the patient pulled at the pilot balloon of the lma, ripping it off and the lma cuff has separated from the tubing. The nurses ensured that all parts of the lma were removed and therefore no risk to the patient". No patient harm, desaturation or injury. The patient status is reported as "fine".